Event description:
According to the report, approximately 8ml of bioglue was applied to the distal and central suture lines for an aortic arch replacement before declamping the aorta. Later, coagulated blood was found in the intravenous reservoir of the extracorporeal blood circulating apparatus. The reservoir was replaced, but the second filter collected ¿yellow-colored and jellylike¿ thrombi inside of the filter and vessel thrombi outside of the filter.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.